Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with thirty remaining clips. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. Functionally; the instrument was cycled, and the clip did not load. The clip appears to be jammed behind the fingers in the clip channel. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the surgeon was able to squeeze the handle but no clips came out of the clip applier. There was no patient involvement.